Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pelvic pain') in an adult female patient who had essure (batch no. 626287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included ovarian cyst, excessive menstruation, hypertension, dysuria, diabetes, numbness, tingling and neck pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from february 2008 to july 2008 and paracetamol (acetaminophen) since june 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary probs."), anxiety ("anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse )") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and urinary tract disorder had resolved and the vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-sep-2019: pfs and medical record received. Reporter and patient demographics were added. Medical history, concomitant drugs and lab data added. Events plaintiff has suffered physical pain / pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), urinary probs., vaginal bleeding, depression, anxiety and mental anguish, dysmenorrhea (cramping), urinary tract infection , dyspareunia (painful sexual intercourse ) and plaintiff did not undergo essure confirmation test added. Follow-up 2 and 3 process together we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('plaintiff has suffered physical pain / pelvic pain') in an adult female patient who had essure (batch no. 626287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included ovarian cyst, excessive menstruation, hypertension, dysuria, diabetes, numbness, tingling and neck pain. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2011. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract disorder ("urinary probs."), anxiety ("anxiety and mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse )") and urinary tract infection ("urinary tract infection"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and urinary tract disorder had resolved and the vaginal haemorrhage, depression, anxiety, dysmenorrhoea, dyspareunia and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Lot number:626287 manufacture date:2007/12 expiration date:2009/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.